Event description:
Procedure: unspecified colon procedure. Reportedly, during the procedure, a strange sound was coming from the device. Then, the facility reports, bleeding was confirmed from the "arteria ileocolica." Despite efforts to contact the account and incident reporter, no additional info was received.

Manufacturer narrative:
Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.